Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery reciprocator device was sticky and was caught. It was determined that the device made an abnormal and unexpected noise, had an insufficient/low power, vibration, and there was a crack in the housing. It was further determined that the blade was fluttering, and the mode switch was hard and stuck. It was further determined that the device failed pretest for mode switch-test, check oscillation frequency with frequency meter, check for sticky trigger and general condition. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device made an abnormal noise, malfunctioned, and had a cosmetic damage. It was reported that there were no delays in the surgical procedure. It was not reported if there a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).